Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the reflector pressure transducer was faulty and needed to be replaced. The device logs were downloaded and the reflector pressure transducer was replaced, after which the anesthesia system passed all tests and was cleared for clinical use. Our investigation of the reported event consists of a log evaluation only, since the replaced part was not returned for investigation. The received log shows that the reflector pressure transducer had a zero pressure offset that was outside the predetermined range, and this caused the failing of the pressure transducer test. The true reason why the reflector pressure transducer had a zero pressure offset outside the predetermined range has not been determined.

Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient involvement. Manufacturer´s ref. #: (B)(4).